Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. Added: b2-selected death and added date of death. B5- mso review. H1-changed to death. H6 impact code added 1802 corrections to the initial MFR report: d6b has been updated. It is important to note the initial reported explant date was correct at the time of submission as the pump was explanted and reintroduced to the opposite side. The explant date has been updated now to reflect the final explant at the time of the patient expiration. G1 MDR reporting contact email

Event description:
It was further reported that due to the patient's cardiac function lack of recovery, the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient developed an infection at the impella 5.5 artificial vascular graft during pump support. An intra-aortic balloon pump was introduced and the impella 5.5 pump was reintroduced from the contralateral side. The patient was given antibiotics to treat the condition. The patient survived the event.